Manufacturer narrative:
.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer had a virus and removed insulin prior to going to bed on (B)(6) 2016. Customer was released from the hospital on (B)(6) 2016. Customer declined transfer to helpline for further assistance.